Event description:
Manufacturer received a report that the client stated that the joystick stuck and as a result was unable to stop the wheelchair and drove through a plate glass window. Although dealer first reported that client was injured, neither dealer nor client would confirm any injuries. Manufacturer inspected the joystick and a significant amount of dirt and debris was in the joystick. Both the manufacturer and dealer determined that the joystick malfunction was caused by the dirt and debris in the joystick.

Manufacturer narrative:
Evaluation summary: manufacturer inspected the wheelchair and the joystick. The boot was torn off of the joystick and a significant amount of dirt and debris was in the joystick. Both the manufacturer and dealer determined that the joystick malfunction was caused by the dirt and debris in the joystick.